Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distal end cover was not installed properly. Stress from friction caused by twisting and pushing and pulling inside the body cavity, or interference with the mouthpiece, was applied to the distal end cover during procedure. A definitive root cause could not be determined. The user can detect the event in accordance with the following IFU. Operation - precautions. The user can reduce/prevent the event in accordance with the following IFU. Preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h6 medical device problem code of the initial medwatch. The information was inadvertently selected as 4014 - device fell and should reflect 2907 - detachment of device or device component. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the duodenovideoscope distal end cover fell into patient's mouth. The issue occurred during the therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
It was reported, the duodenovideoscope distal end cover fell into patient's mouth. The issue occurred during the therapeutic procedure. There were no reports of patient harm.